Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin correctly. The battery life was diminished on the insulin pump and the batteries were constantly rejected. It was also reported insulin was squirting out during the prime process. Blood glucose reading was unknown. The insulin pump will not be returned for analysis.